Manufacturer narrative:
This report is for an unknown quantity of unknown ao titanium screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: patrick vienne (2005), interposition arthrodesis of the ankle, operative orthopadie and traumatology vol. 17(4-5), pages 502-517 (switzerland) doi 10.1007/s00064-005-1141-y. The aim of this article is to check the bony fusion of the ankle in a functionally favorable position for restitution of a painless weight bearing while avoiding a leg length discrepancy. Between january 2002 to january 2004, a total of 5 patients (1 male and 4 female) with a mean age of 57 years (range, 42-77years) were included in the study. These patients had severe bone defects od the ankle and were treated with a 6.5mm and 3.5mm ao titanium screws, 3rd tubular titanium ao plates. The mean duration of follow-up was 25 months. The following complications were reported as follows: patient (B)(6) a (B)(6) year-old male had a nonunion and needs to have a revision arthrodesis with nail, developed an infection that was treated with a temporarily implanted cement spacer. This report is for an unknown quantity of unknown ao titanium screws. This is report 2 of 6 for (B)(4).